Event description:
It was reported a patient underwent an total knee arthroplasty procedure on an unknown date and barbed suture was used. The needle pops off and makes it unusable. There was no patient consequences reported. Device is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please advise how many sutures pulled off of the needle during passage through tissue / during use? And how many sutures pulled off of the needle while dispensing / prior to use? Additional information has been requested and received. Please confirm, how many devices demonstrated the alleged deficiency ("...the needle pops off and makes it unusable...")? 11 packages were opened - when did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue and during handling prior to use. - how many devices are available to be returned for product analysis? 1 full unopened box and 1 single package, all the same lot # - name of procedure? Total knee arthroplasty - is this device or samples available for product analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) yes, available for analysis a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many sutures pulled off of the needle during passage through tissue / during use? And how many sutures pulled off of the needle while dispensing / prior to use? I received the shipper kit and will return the unused product. I do not have the information below as far as how many of each for the complaints. I only have the total amount reported as defective.